Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets fell off during use events on (B)(6) 2024. Infusion set was in use for a few hours or 2 days later. The blood glucose level was reported 9 mmol/l. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1925078 - MDR 3003442380-2024-17285 - device 3 of 4.